Event description:
After one hour that the umbili catheter was inserted by a physician into a one day old female infant, the catheter began to leak causing blood to back up into the catheter. The catheter was removed immediately. The doctor attempted to insert a new catheter, but was unsuccessful. The next day, 1/20/94, a new one was inserted successfully. Currently, patient has developed no adverse complications due to the malfunction of the catheter. The catheter was connected to a stop lock which was connected to an i.v. Tubing.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.